Event description:
Additional information: it was reported that IV antibiotics were stopped on (B)(6) 2019. The patient continued amoxicillin and cipro orally as suppressive antibiotics. The event reportedly resolved on (B)(6) 2019. The patient had prolonged hospitalization, changes to medication, and parenteral antibiotics.

Event description:
Each time steroids were tapered down patient flared again. Subject continued on steroids at final study visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced event of enterococcus bacteremia and prescription of amoxicillin was reported under medwatch MFR report #2916596-2019-01088. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a major infection beginning on (B)(6) 2019. The patient was admitted on (B)(6) 2019 in preparation for a video-assisted thoracoscopic surgery (vats) procedure unrelated to the lvad. On (B)(6) 2019 the patient had a temperature of 101.0 degrees fahrenheit at 04:46 am which returned to normal by 08:00 am and remained within normal limits. The patient was given IV zosyn and vancomycin beginning on (B)(6) 2019 and blood cultures were collected. On (B)(6) 2019 blood cultures were found positive for gram negative rods. Vancomycin and amoxicillin were stopped, and a dose of tobramycin was given. The patient had been previously prescribed suppressive amoxicillin due to event of enterococcus bacteremia. On (B)(6) 2019 the blood culture was found to contain pseudomonas aeruginosa. The patient was started on levaquin and zosyn IV daily. The patient had prolonged hospitalization and was discharged home on (B)(6) 2019 and was to continue IV zosyn and oral levaquin until (B)(6) 2019. At discharge cultures were negative but the patient was on antibiotic. Suppressive antibiotic for life was to be determined once IV medications were completed. It was reported that the source of the pseudomonas bacteremia was unclear. CT scan of chest abdomen and pelvis did not reveal pump pocket infection and it was reported that the patient did not have a driveline infection. There was reportedly suspicion that the chronic steroid use immunosuppression from pneumonia may have played a role in this bacteremia, but no source of infection had been determined. The bacteremia, respiratory status, and patient¿s weakness postponed vats procedure indefinitely. The patient was taken off the transplant list.